Event description:
It was reported that the patient presented for an upgrade to biventricular pacemaker. Upon review, the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The complaint of premature discharge of battery was confirmed. Analysis of the device image showed an unknown sudden voltage drop despite current being within normal range of operation. Upon initial interrogation device went into backup mode and attempts to reload product code were unsuccessful. Device was cut open to continue analysis and no anomalies were noted on hybrid and battery. The cause of premature battery depletion could not be determined.